Event description:
Surgical procedure being performed: lap gastric bypass and open umbilical hernia repair, surgeon using eea stapler and orvil device, end of orvil failed to tilt as it is suppose to , had to be removed from the bowel